Event description:
It was reported that the procedure was to treat a totally occluded lesion in the proximal right coronary artery with heavy tortuosity and mild calcification. The 3.5 x 23 mm xience v stent delivery system (sds) was advanced and the stent was implanted; however, a distal edge dissection was observed. Another xience v stent was used to treat the dissection successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It should be noted the instructions for use states: do not exceed rated burst pressure as indicated on product label. Balloon pressures should be monitored during inflation. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection.

Event description:
Additional information reported that the stent was implanted at 18 atmospheres. The patient had a good outcome. No additional information was provided.